Manufacturer narrative:
Device evaluated by MFR: returned device analysis revealed that a break had occurred in the midshaft at 2.6cm proximal to the port. The proximal section of the break, including the hypotube and manifold were not received. An examination of the break site found that the extrusion was stretched and kinked. The balloon had been inflated and was not refolded. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous intervention (pci) procedure a balloon detachment occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery (lad). A maverick 2 monorail 15mm x 2.5mm balloon catheter was advanced and inflated once to pre-dilate the target lesion. The balloon was removed from the patient. The physician attempted to manually rewrap the device prior to reinserting it into the patient when the balloon detached. The procedure was completed with another maverick 2 monorail 15mm x 2.5mm balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous intervention (pci) procedure a balloon detachment occurred. The 90% stenosed target lesion was located in the severely calcifed and moderately tortuous left anterior descending artery (lad). A maverick 2 monorail 15mm x 2.5mm balloon catheter was advanced and inflated once to pre-dilate the target lesion. The balloon was removed from the patient. The physician attempted to manually rewrap the device prior to reinserting it into the patient when the balloon detached. The procedure was completed with another maverick 2 monorail 15mm x 2.5mm balloon catheter. No patient complications were reported and the patient's status is good.